Manufacturer narrative:
Returned for evaluation was an evlt fiber. A visual evaluation of the disposable device noted the fiber was fractured into two pieces. The customer's reported complaint description is confirmed. A root cause for the complaint description cannot be definitively determined. However, the most likely root cause is handling damage after the device left the manufacturing facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the device goes through several (B)(4) inspections. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a (B)(4) laser to check the entire fiber length for defects prior to packaging and shipment. During the (B)(4) laser test the fiber tip is examined closely for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(4) 2014, the patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the sterile device packaging was opened, it was noted the fiber had fractured inside of the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the disposable device did not come into contact with the patient. The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress.